Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 120 mg/dl and their sensor glucose read 40 mg/dl or 300 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer declined to troubleshoot at the time of the call. The sensor will not be returned for analysis.